Event description:
It was reported that the patient with this pacemaker experienced fluid overload/congestive heart failure that correlated with pacemaker syndrome. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.